Event description:
Subsequent to the previously filed medwatch report, additional information was received: the echocardiogram showing increased mitral regurgitation was performed on (B)(6) 2014 as previously reported.

Event description:
The event occurred approximately 1 year 3 months post clip implantation procedure, not 1 year 7 months as previously reported.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch reports, the following information was received: the patient expired on an unknown date. The cause of death has not been reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is being filed due to increase in mitral regurgitation, mitral stenosis, and heart failure that occurred approximately 1 year and 7 months post clip implantation (cds 1025272501). This is considered a serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. Per baseline echocardiogram, on (B)(6) 2013, the patients mitral valve gradient pressure was 3.6mmhg and mitral valve orifice area was 4cm^2. On (B)(6) 2013, one mitraclip was successfully implanted, successfully reducing the mr to 1+. On (B)(6) 2013, the patient was discharged to home. On (B)(6) 2014, per trans-esophageal echocardiogram (tee) the following was noted: well seated clip with mild mr from this area, moderate mr from the lateral portion of the mitral valve leaflets, mitral stenosis, moderately to severely reduced left ventricular systolic function, reduced ejection fraction, left ventricular dilation, moderate to severe right ventricular systolic function, mild to moderate tricuspid regurgitation, mild to moderate aortic regurgitation, mildly dilated right ventricle, reduced right ventricular systolic function, fibrocalcific papillary muscles tips, and pulmonary hypertension. The mitral valve mean gradient area was 8mmhg and the mitral valve area was 2.5-3cm^2. Per study physician, the stenosis was not serious and probably related to the implanted mitraclip. There was no hospitalization. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned and there was there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral regurgitation, mitral stenosis, hypertension, and heart failure (worsening) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).